Event description:
The customer reported that there was a burning smell. The field engineer noted that the system would not come on, and patient exams could not be completed. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video board and the monitor need to be replaced. The reported issue is currently under investigation.